Event description:
It was reported that a pt presented in the emergency room with post-sensed t-wave oversensing. The pt received inappropriate atp and hv therapy. This was clinically resolved by reprogramming the device.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retroactive review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.